Event description:
It was reported that the patient is referred for a lead replacement due to high impedance detected on their device. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Notes from the patient's initial implant surgery were received that indicated the patient's lead product information. No further relevant information has been received to date.

Event description:
The generator that was opened and not used in the operating room in an attempt to resolve the high impedance was received by the manufacturer for product analysis. The pulse generator diagnostics were as expected for the programmed parameters and a comprehensive electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator performed according to functional specifications. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced and high impedance was still detected intra-operatively following generator replacement. Pin re-insertion with the existing lead was attempted with 2 audible clicks but the high impedance was not resolved. The surgeon reportedly could not visibly identify any problems with the lead. Another generator was attempted and high impedance did not resolve. The patient underwent lead revision due to the high impedance detected. The suspect device has not been received to date. No further relevant information has been received to date.